Event description:
It was reported that the implantable cardloverter defibrillator recorded an alert for rv high out of range pacing impedance measurement. No adverse patient effects were reported. The device and competitor right ventricular lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).